Event description:
The customer reported that the system will not display an image and the technique goes to max.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found that the system was evaluated and requires the replacement of the ccd camera. The customer will notify us when a decision is made for repair.